Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch was updated with the correct catalog number.

Manufacturer narrative:
The suspect device was requested to be returned for investigation. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results. The customer inserted new batteries and the customer found a "yellow greasy" substance on the inside of the battery compartment. The customer cleaned the battery compartment and performed a display check. Only 4 vertical lines in the results field were displayed and the rest of the display was blank. The meter display was missing segments in the results field. There was no allegation of an adverse event. The customer does not believe the partial display contributed to the misinterpretation of results.